Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen and fentanyl via an implantable pump. It was reported that a catheter access port dyr studywas ordered per clinic protocol, as the patient's pump was nearing normal end of battery life. The catheter could not be aspirated, indicating probable catheter occlusion. Plan for catheter revision when pump was replaced. It was noted that in may the it rate was increased to relieve neuropathic pain.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted and replaced on (B)(6) 2025. The patient reported improved but persistent pain following the catheter replacement. Both at the time of catheter replacement and the post-operative visit, the it rate was decreased. The issue was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2015 explanted: (B)(6)2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: expected rersvoir volume irv - 16.4 ml, acutal reservoir volume arv ¿ 20 ml. During a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: irv - 12.5 ml, arv ¿ 15 ml which was within normal limits. The patient reported inadequate pain control and the it rate increased. An addition volume discrepancy within normal limits: irv - 10.2, arv - 13 was noted on (B)(6) 2025.